Manufacturer narrative:
Corrected fields: b3: from blank to feb 13, 2023. H10: from no allegation confirmation to indicate that there was image noise due to cable disconnection. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was image noise due to cable disconnection. However, the definitive root cause of the cable failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable. ·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·do not fix the camera cable with a pair. Doing so can break the camera cable. ·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head had image noise after power was turned on. The noise disappeared after the area near the connector was touched. Upon inspection and testing of the returned device, it was noted that there was vision loss due to cable failure. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.